Event description:
During kneescope with mm repair, metal shavings were noted in knee while using a stryker end cutter shaver tip. Use of the shaver tip was discontinued. Shavings were removed from the knee using a stryker angled double bite shaver tip. Knee was irrigated with nacl. Original shaving tip was removed from field. No adverse outcome to pt.